Manufacturer narrative:
Exact date unknown, event occured approximately few weeks ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the cervical lead popped out of the epidural space. The patient underwent a lead revision procedure wherein the lead was repositioned and remain implanted. The patient was doing well postoperatively.